Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level [value was not provided] and was "impaired"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer went to the emergency room and was subsequently admitted to the intensive care unit; treatment provided was not known. Customer was discharged 14 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.